Manufacturer narrative:
The actual device was received for evaluation, as well as a photograph. The minicap was returned attached to a transfer set. A visual inspection on the actual sample was performed with the naked eye and a cracked minicap was identified. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Leak testing was performed with the mini cap on the transfer sets dark blue connector and twist clamp in opened position. A leak was noted at the connection. The returned mini cap was replaced with a laboratory cap and leak testing performed on the transfer set with no issues. Evaluation of the photograph was performed with naked eye. The photograph shows a minicap attached to a transfer set. There is a mark on the rim of the cap which appears to be a crack. The problem was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap transfer set, a baxter technician determined that the minicap was cracked. There was no patient involvement. No additional information is available.